Event description:
It as reported that the patient's right hip was revised due to infection. An I&d with head liner exchange was performed.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been 4 other similar events for the sterile lot referenced. All 4 events also relate to infection. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: delta c-taper head 36mm -2.5; cat# 18-36-3; lot# unknown. Primary secur-fit plus max #11/17; cat# 6054-1117s; lot# unknown. Tridentii tritanium multi 58f; cat# 709-04-58f; lot# unknown. 6.5mm low profile hex screw 30mm (qty 2); cat# 7030-6530; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not returned.